Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The complaint of a difficult microintroducer insertion was confirmed and determined to be use related. The products returned for evaluation were nine 5fr microez microintroducers. The returned units were evaluated and deformation of the sheath was observed on all nine devices. The following observations were noted during the sample evaluation: usage residue was seen on all returned units. Damaged at the edges of the sheath was present in units 01, 04, 05, 08, and 09. Buckling of the sheath, which is indicative of compression failure, was observed at the location of bends in the sheath in units 02, 03, 06, and 07. The shape, location, and extent of the damage observed on the returned units suggested that the microintroducer sheaths were most likely damaged due to excessive insertion force, an inadequate skin nick, and/or a steep insertion angle. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that nine PICC kit introducer had issues with difficult insertion. No other information was provided. 09/12/2024: nine 5fr microez microintroducers were returned for evaluation, it was found during an investigation there five of the microintroducers had deformation of the sheath. This report addresses the fifth device.